Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d.2b: additional applicable product codes: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances, and as a result, the leads were replaced. Postoperatively, the patient is stable. The explanted devices will not be returned for analysis, as it was discarded by the medical facility.